Event description:
Report received of inaccurate arterial values during use of a monitoring kit. The customer reported that initially there was "a good arterial waveform, the line was zeroed, flushed and blood was drawn back without any problems." After the pt was placed on bypass, it was reported that "high" mean arterial pressure values of 90-100 mmhg were registering on the monitor. Since the pt was on bypass a manual cuff pressure was taken for comparison. Nipride 50mg in 250cc of d5w, intravenous infusion was initiated at approximately 3 to 4 cc/hr. After approximately 2-3 minutes, the nipride was turned off and the system checked. Troubleshooting was performed which included exchanging the cable, module and the monitoring kit. After the monitoring kit was changed, the mean arterial pressure values registered at 50-60 mmhg. It was reported that "more volume was given to raise" the mean arterial pressure values. There were no reported adverse pt sequelae. Though requested, no additional information was provided.